Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh due to pelvic relaxation and sui. It was reported that patient underwent mesh revision and vaginoplasty to cover exposed vaginal mesh on (B)(6) 2003 due to dyspareunia and exposed vaginal mesh.

Manufacturer narrative:
Date sent to the FDA: 09/15/2016. It was reported that following insertion the patient experienced urinary tract infection, urinary retention and hematuria.